Event description:
The initial reporter stated that the pump "would not run". They stated that the pump sounded like it was running but would not deliver. They stated that this resulted in a twelve hour delay in therapy, but also reported that the patient was able to receive supplemental feedings. Mmdg did follow up with this initial reporter. They did not report any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the device was returned to mmdg for evaluation, it operated as expected. Mmdg could not replicate or confirm the complaint. Based on this information, no MDR would have been required.

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump "would not run". They stated that the pump sounded like it was running but would not deliver. They stated that this resulted in a twelve hour delay in therapy, but also reported that the patient was able to receive supplemental feedings. Mmdg did follow up with this initial reporter. They did not report any adverse effects due to the complaint. (B)(4).